Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 442 mg/dl with high levels of ketones. The customer administered a manual injection and drank fluids to address ketones. The customer connected the pump to a power source to charge for an hour and the pump remained unresponsive. Reportedly, the customer has an alternate pump available as alternate insulin therapy.